Event description:
It was reported to baxter that one (1) ce intermate lv167 device was discovered cracked at the junction of the male luer lock and blue winged cap during patient therapy as evidenced by a leak. According to the customer, the patient was to receive 265ml of vancomycin (generic brand, 1.5g in 265ml of normal saline). The patient connected the line and unclamped the safety slide clamp to receive therapy. The device started to leak and the customer re-clamped the device and checked his connection. The patient then un-clamped the safety slide clamp again to re-start therapy when he observed the leaking again at the location of the luer lock and blue winged cap. The patient stopped therapy and contacted the pharmacy manager. The pharmacy manager prepared another device for the customer. The patient did not sustain any injuries or required medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition was confirmed; visual examination of the sample found cracks directly on the luer post. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. This is a single use device and will not be repaired. A batch review was conducted and revealed that the product met all acceptance criteria for release.